Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 2.0.0. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that an allergic skin reaction to the pod¿s adhesive caused red irritated skin and itching. The duration that the patient had been wearing the pod had not been reported since the event occurred on an unspecified date in (B)(6) 2022, however it was reported that this had occurred across multiple pods. The patient attended a standard check-up appointment at (B)(6), and they were prescribed mometasone furoate spray. The patient was advised to apply the spray prior to applying a pod. The patient is still using pod¿s for their diabetes management at the time of this report. The pod has been discarded and therefore it is not available to be returned for investigation.